Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, the device was attached to the scope and the 1st band was successfully deployed. However, another attempt was made and an audible click was heard, but the band would not deploy. Reportedly, three more attempts were tried and an audible click was heard, but the bands failed to deploy. It was observed that the bands appeared twisted. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, the device was attached to the scope and the 1st band was successfully deployed. However, another attempt was made and an audible click was heard, but the band would not deploy. Reportedly, three more attempts were tried and an audible click was heard, but the bands failed to deploy. It was observed that the bands appeared twisted. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned. It was observed that the bands were attached on the ligator head, but these bands were damaged and had overlapped. The suture hole did not have any visual damage while the ligator head teeth were damaged. No other issues with the device were noted. Based on the evaluation of the returned ligator head, it is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.